Manufacturer narrative:
The attached user facility medwatch report , user facility report # (B)(4) was received from cdrh.

Event description:
Additional information was received via cdrh that states: event desc: patient called to report the cable to their controller on their thoratec vad was smoking. The patient immediately swapped out for their spare controller. There was a physical burn in the cable. They have given all new equipment to the patient immediately and have been available for immediate support. Event desc (con''t): what was the original intended procedure - home use. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
(B)(4). Device evaluation: the reported event of a damaged black power lead was confirmed during the evaluation of the returned system controller. The evaluation of the returned device revealed that the outer jacket insulation on the black power lead had a damaged area (burn mark) close to the middle of the power lead. Movement of the black power lead, while the system controller was connected to the power module, caused an interruption in pump function resulting in hazard alarms. The evaluation of the black power lead revealed a compromised internal conductor underneath the grey outer jacket insulation. The insulation on the internal conductor appeared burnt consistent with an electrical short between the internal conductor and the braided shield (ground). The evaluation of the returned epc system controller could not determine a specific mechanism that contributed to the black power lead becoming damaged. The analysis also confirmed the inability to interrogate the system controller log file. Initially, the log file could not be retrieved from the system controller; however, after erasing the original data and producing events during our testing, the log file was able to be retrieved successfully. Although the short circuit condition confirmed in the black power lead could potentially corrupt the format of the log file due to a low voltage condition, the analysis could not conclusively determine a direct relationship between the damaged lead and the inability to retrieve the system data. The evaluation of the returned 14 volt power module patient cable (l/n: 35264980313) did not confirm a relationship between this cable and the reported event. The analysis of the patient cable found it functioned as expected; no problem was found. Additionally, the evaluation of the returned power module found it functioned as expected; no problem was found. A review of device history records for the returned devices showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the "black power cable" was smoking and the system controller was sounding an unspecified alarm. The patient immediately switched himself to his backup system controller and was instructed to remain on battery power for the rest of the night. The patient was asymptomatic during the event. The patient was provided with a new system controller and power module patient cable. The hospital team attempted to interrogate the system controller, but no data was able to be uploaded to the system monitor and the clinic's' power module was shorted out. No additional information was received.